Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Ports were placed before issue was identified. Surgeon did disable and discontinue use of the arm. Procedure was completed robotically except sewing laparoscopically. They used three arms for the sewing portion of the case. Patient tolerated the change. There were no post-operative and no intra-operative complications.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that arm 4 was unresponsive and all arm 's leds were flashing blue light. The user tried to perform a hard power cycle on the system, but the issue persisted. The procedure outcome is unknown at the time of the report. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint. Due to the mechanical nature of the fault, no related error logs were confirmed. Installed the setup joint (suj) onto a golden system where no errors were triggered at startup. Axis 5 was found to be locked confirming and replicating the reported event. After testing was complete, visual inspection found the wrist clamp to be broken, with broken components blocking the range-of-motion (rom). As result of these findings, failure analysis determined that the axis 5 wrist clamp assembly is the root cause of this issue.

Event description:
Refer to h11 for follow-up information.